Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio values. (B)(6). Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: the customer did not provide any reference values for comparison. The accuracy of the inratio results could not be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. After reviewing all previous in-house donor testing conducted for lot 360632, no product deficiency was found. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Although improper techniques were identified in the complaint, a root cause could not be determined from the information provided by the customer.